Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. During visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps (fbf) instrument insulation was burned. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to reprocessing. After the completion of the procedure, the instrument was inspected, and thermal damage was found on the instrument pulley cover. It was unknown if arcing was observed during the procedure. There was no patient injury.